Manufacturer narrative:
Unit did not start up and alarmed with panel connection lost during pre operational check. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during pre-op checks, the ventilator was turned on and only alarms. It wont go to pre check.